Event description:
The facility representative reported a colleague infusion pump with a lithium battery is low. This condition had the potential to interrupt delivery. This event occurred upon power up in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.the user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where the lithium battery is low was confirmed during product evaluation. The root cause of the reported problem was determined to be a depleted lithium battery. Appropriate action was taken to correct the reported problem by replacing the lithium battery. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.